Manufacturer narrative:
Device lot numbers are unknown, no product information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the pre-use check, the cuff would not be inflated. So the customer suspected leakage of air occurred in the product. No patient injury or adverse affects. No additional information is available for this complaint.

Manufacturer narrative:
Other, other text: three (3) pictures were provided. A top view of a tracheostomy product could be observed in the first image. In the second and third photos, damage was shown in the bonding between tracheostomy tube and inflation line. The returned sample was visually inspected confirming in the bonding damage between the inflation line and tracheostomy tube. In consideration of component checks performed during the manufacturing process, the most probable root cause is that damaged occurred after the product left the facility. No corrective actions are required since the failure mode cannot be confirmed as relating to manufacturing process. No lot number was provided for performance of a device history record review.